Manufacturer narrative:
Adding gtin info. Reported event: an event regarding crack/fracture involving a mrh bumper was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the event could not be confirmed as insufficient information was provided. Further information such as lot identification and return of the device, pre- and post-operative x-rays, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's right knee was revised. As reported by rep: "presented recently with an ¿unstable/wobbly knee¿, following a fall. Pt. Managed to break the 0-degree bumper of her gmrs/mrh construct. All ¿uhmwpe¿ components were swapped out, all metal components were retained/left in-situ. No complaints have been filed against the implants themselves." Rep provided the revision usage sheet and confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right knee was revised. As reported by rep: "presented recently with an ¿unstable/wobbly knee¿, following a fall. Pt. Managed to break the 0-degree bumper of her gmrs/mrh construct. All ¿uhmwpe¿ components were swapped out, all metal components were retained/left in-situ. No complaints have been filed against the implants themselves." Rep provided the revision usage sheet and confirmed that no further information will be released by the hospital or surgeon.